Event description:
It was reported that the patient received a shock immediately after getting in to a swimming pool, whereupon the patient immediately exited the pool. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0185 competitor implantable tachy lead: (B)(6) 2010. (B)(4).